Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: information from the reported event date is overwritten, available data shows no activity outside of normal use, a delivery interruption is observed on (B)(6) 2013 as a result of a power interruption that last 11 hours. The total daily dose add up correctly and reflect the programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and reddish, a test display screen was mounted during the investigation, the test display was fully illuminated and clear. The pump was primed and exercised for 24hours and no alarms or delivery interruption occurred during the duration test. Force sensor calibration reading is at the correct count. The pump passed a 29h flow accuracy test successfully.

Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported that on (B)(6) 2011 the patient obtained the blood glucose readings of 230 mg/dl and 500 mg/dl. The patient changed the infusion site, and then started to experience the symptoms of nausea, vomiting, shortness of breath, chest pain and abdominal pain. At 7:15 pm the patient took himself to the emergency room, where he received treatment with insulin and was admitted to the ICU with a diagnosis of dka. The patient's blood glucose level corrected to 150 mg/dl. While hospitalized, the infusion set was reinserted and the patient reattached to the pump. The patient's blood glucose levels began to rise again, and when the infusion set was removed, the cannula was found to be bent and the site was bleeding. Troubleshooting revealed all pump settings were correct, the date/time were correct, the reporter was able to successfully prime the pump, and all basal/bolus doses were delivered accurately and correctly matched those programmed. The pump bolus history revealed the patient did not take any bolus doses of insulin from (B)(6) 2011 to (B)(6) 2011, and the reporter claimed the patient did not use syringes to bolus. It is unknown why the patient did not take bolus doses to correct his blood glucose levels during this time period just prior to the incident. There is no evidence the pump was not accurately delivering insulin. However, as the patient suffered symptoms suggesting dka and received emergency medical attention while using the pump, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.